Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level around 29 (mg/dl). Reportedly, customer believed that the low bg level was caused by walking a lot. Customer ate some applesauce to treat their bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.